Event description:
It has been reported to philips that the system did not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) connected with the customer and confirmed reported problem. Upon further inspection, the rse identified a fault in the host pc. A philips field service engineer (fse) visited onsite and replaced the host pc to resolve the issue. After replacement, the system was returned in good working condition and was ready for clinical use. The host pc was returned for further analysis. Functional testing was performed and identified a defective power supply unit (psu) the codes were updated based on the investigation outcome.